Event description:
Medtronic rep reported that while in a surgery, both the monitor and the mvs went to a black screen.

Manufacturer narrative:
Medtronic replaced the computer, (B)(4) nexstone, and adapter dvi cable then found the universal power supply as the source of the problem. Replaced ups - resolved black screen issue. Root cause found to be electrical. The power supply dc output was normal, but all the ac outputs were found to be dead. All other systems passed hardware system checkout on (B)(4) 2010.